Manufacturer narrative:
(B)(4) electrical failure. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that a stonetome stone removal device was used during an endoscopic sphincterotomy. According to the complainant, during the procedure, cutting with the device was attempted as usual, but there was no electric current. After the procedure was completed with a different device, an electrical check was performed on the device using a wet gauze. Then, the cutting wire broke off around the middle part. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.